Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional five prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for six prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a suture malposition indicating the device was pulled out with the knot formed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number updated.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for six prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, a cuff miss [suture retrieval issue] was noticed for four prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. No additional information was provided.